Event description:
It was reported that the asymptomatic patient presented in clinic for a routine for follow-up. It was noted that upon testing, the patient notifier did not go off. Physician decided to explant the device electively.